Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument had the jaws hinges off the pin at the distal end. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. External and internal visual inspections, along with manual articulation tests, were performed; however, the reported issue could not be reproduced. Failure analysis did not confirm the customer-reported event. The grip tips opened and closed properly, and the instrument was found to be fully functional with no product-related issues identified. Based on the investigation findings, the reported issue is likely attributable to factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.